Event description:
Hill-rom received a report from a hill-rom technician stating the left intermediate siderail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found that sticky fluid had been spilled into the latching mechanism and dried, not letting it move freely. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.